Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated that the insulin pump's battery cap had issue and had battery issues. The customer was assisted with failed battery test troubleshooting. Customer's blood glucose was 236mg/dl at the time of incident. The customer stated that the battery cap had to be screwed in a certain way for it to register. Customer stated that the contacts on the battery cap were not missing or damaged. The customer stated that when they were screwing the battery cap, the battery fell out and the insulin pump alarmed failed battery test. The customer declined to continue with the troubleshoot and there was no indication that the troubleshooting cleared the alarm. The insulin pump will not be returned for analysis.